Event description:
Customer states: prior to use, the cuff didn't inflate normally. The pilot balloon may have had a problem. Customer confirmed no pt involvement.

Manufacturer narrative:
An investigation was performed on one returned sample of a shiley pediatric tracheostomy tube was received for evaluation. Visual inspection was performed, and it was observed that the components were assembled properly in the tube. Inflation/deflation tests were performed by using a 9cc syringe of air applied to the cuff, inflating and extracting the air to completely deflate it several times, and the valve worked properly, as the cuff held the air. The sample was left inflated for 24 hours according to process instructions, and no leaks were observed. Additionally, the cuff inflation line and pvt valve were submerged into a container filled with water, and no leaks were observed. The customer reported failure mode was not verified on the received sample. (B)(4).

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received a summary of the investigation results will be provided in a supplemental report.